Manufacturer narrative:
The pump was unable to prime unit during prime test due to loose and or protruded drive support disk. There was no compromised force sensor system alarms noted. The pump was received with cracked case at display window corners, reservoir tube and battery tube threads. The pump was received with scratched display window. The pump was received with missing endcap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received compromised force sensor system alarm during prime fill. The customer's blood glucose level was reported to be 90mg/dl. No further information provided.